Event description:
It was reported by the bd associate that in a recent biomed seminar, the customer stated that his hospital chose baxter devices due to hearing that if the bd pump fails and shuts off (or battery dies), the fluid is still running and is free flowing until a nurse gets to the device. There was no information on patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction : describe event or problem.

Event description:
It was reported by the bd associate that in a recent biomed seminar, the customer heard that if the bd pump fails and shuts off (or battery dies), the fluid is still running and is free flowing until a nurse gets to the device. There was no information on patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned. This was a general complaint with no specific events mentioned.